Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-03373. It was reported, the pt experienced an ulcer at his thoracic incision site which had not healed from a previous lead explant/replacement procedure (ref MFR report: 1627487-2014-25291). Surgical intervention was taken to address the issue; however, upon accessing the ulcer, it was found that one of the scs anchors was protruding. As a result, the physician decided to explant the scs system. F/u identified the pt's incision is still healing and everything seems to be "going well".

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.